Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion." Customer statement: "patient installs npt with schedule on 500ml pump in 15 hours - nurse reports that total volume occurred in 1 hour."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.